Event description:
A report was received from the USA indicating that an 840 ventilator had an oxygen sensor calibration alert and circuit disconnect message while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The MFR customer service engineer (cse) troubleshot this issue with the user facility over the phone and instructed to replace the oxygen sensor. The user facility reported followed the cse recommendations and the malfunction was corrected. The user facility completed the extended self-test (est), short self-test (sst) and the oxygen sensor calibration, and ran the device for an hour before returning to service. (B)(4).